Event description:
On (B)(6) 2008 - surgery for uterovaginal prolapse. On (B)(6) 2008 - diagnosed/treated with a uti - cipro. On (B)(6) 2008 uti, (B)(6) 2008 diagnosed/treated with a uti, (B)(6) 2008 treated with cipro, (B)(6) 2008 diagnosed/treated with macrobid, (B)(6) 2008 uti - minor, (B)(6) 2008 on macrobid. I have had two surgeries to correct the mesh eroding through my vagina. In the process, I believe I have lost many things, including my husband, who has had to deal with anger and frustration surrounding this issue. We ended up filing bankruptcy in 2009. And, during the surgeries to correct the initial one, I lost so much blood that I needed to have a blood transfusion and lost my cervix as well. I just had reconstruction on my vagina down at (B)(6). I had a porcine graft put in and I need to go back every 10-14 days to see my doctor (B)(6) for finishing the process of reconstruction. On (B)(6) 2008 uti - minor - until I went in twice, and they finally diagnosed me in (B)(6) with another uti. Went to two physical therapists, who tried to help me correct "vaginismus." Finally, I had a urologist look at me and scheduled me right away for surgery - (B)(6) 2009.